Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the right ventricular (rv) lead had perforated outside of the heart. The perforation was confirmed with a computed tomography (CT) scan and caused by the tip of the device. It was noted that the patient had shortness of breath. An echographic examination confirmed that there was pericardial fluid retention. A pericardial drainage was performed. The lead was repositioned and remains in use. No additional adverse effects were reported.

Manufacturer narrative:
Correction made to field b3: date of event. Correction made to field g3: bsc aware date. Should additional information become available, this report will be updated.

Event description:
It was reported that the right ventricular (rv) lead had perforated outside of the heart. The perforation was confirmed with a computed tomography (CT) scan and caused by the tip of the device. It was noted that the patient had shortness of breath. An echographic examination confirmed that there was pericardial fluid retention. A pericardial drainage was performed. The lead was repositioned and remains in use. No additional adverse effects were reported.